Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated and replaced a blown f8 fuse, the generator driver pcb, battery charger assembly and mainframe system batteries. The system was tested and found to be working as intended and returned to service.